Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited poor image qualiy. The image would not display at all, but after a while it became normal. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable cause of the reported image issue was damage to the charged-coupled device (ccd), resulting in the color tone of the image not being proper, (image was magenta or green only). The most probable cause of this complaint is expected or random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.